Manufacturer narrative:
The t:slim user guide indicates to only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (330-over 500 mg/dl). The customer was declined to perform a system check on the pump as the cartridge was currently empty. The customer was to change the supplies on the pump and deliver a bolus of insulin to address the bg level. The customer had switch the type of insulin from humalog to humulin r u500.